Manufacturer narrative:
The complaint investigation was performed and included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and review of historical performance of reagent lot 12930un20. Return testing was not completed as returns were not available. Review of tracking and trending did not identify any trends for the complaint issue. Device history record review was performed on lot 12930un20, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Historical performance in the field of reagent lots using worldwide data was evaluated. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 12930un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 12930un20. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 12930un20 was identified.

Manufacturer narrative:
Completed information: patient information: sid (B)(6) and sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I result for two samples. The following data was provided (customer's diagnostic cutoff > 0.1 ng/ml): (B)(6) 2020 sid (B)(6) initial result = 0.15 ng/ml (positive), new samples was drawn = < 0.01 ng/ml (negative), the customer repeated the first sample = 0.05 ng/ml (negative) (B)(6) 2020 sid (B)(6) initial result = 0.84 ng/ml (positive), repeat = 0.190 ng/ml (positive), repeat on another architect = 0.02 ng/ml (negative) . No impact to patient management was reported.